Event description:
The user facility reported that a doctor had a complaint about terumo's IV catheter failing. Additional information received on 14 mar 2025: the doctor performing the procedure stated that there had been two incidents where the catheter broke off and had to be removed from the patient's anatomy. He stated that they no longer want the product in the facility. After hearing the description of the surflash feature with a groove in the needle for flashback, he thought that was what they were using, but he could not provide confirmation. He stated that this occurred with both 22g and 24g catheters. Additional information received on 21 mar 2025: the patient had surgery to remove the catheter from the subclavian.

Manufacturer narrative:
B3: date of event: requested, but unknown, d4: model #: potential codes: sr-ox2225ca & sr-ox2419ca, d4: expiration date: unknown, as the involved lot # was not provided, d4: UDI: ((B)(4), d6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted, e3: occupation: dds/oral surgeon, h4: device manufacture date: unknown, as the involved lot # was not provide. The actual condition of the sample could not be determined as it was not available for evaluation. Since the lot number is unknown, the current lot of 22g and 24g was evaluated for functional test. All samples passed the catheter tube and catheter hub fitting force test. The tubes either break or detach within the required force specification 22g (>7.845n) and 24g (>5.884n). There was no issued nonconformity report related to human error during lot production. The reported item code is produced at a semi-automated line. During catheter assembly, the catheter is cut to the desired length, and the flange is formed and pressed into the catheter hub. The catheter's tip is then formed. During the needle and catheter assembly process, the needle is picked and inserted into the catheter assembly through the aid of a needle guide, while the catheter is being pushed by the catheter guide to prevent the occurrence of the needlestick coming out. We perform initial quality confirmation through visual inspection and functional tests before mass production. During visual inspection 1, all products are checked for damaged or deformed catheter tube condition. The catheter tube and catheter hub fitting test is conducted during the production process. Visual in-process inspections were conducted during 100% visual inspections to check the catheter tube condition. Before shipment, we have an outgoing inspection to check the overall condition of the product. The catheter tube undergoes incoming inspection which includes visual inspection and verification of the certificate of analysis according to the material specification. From the previous two fiscal years to the present, we received a total of 27 of 40 (68%) complaints for the same issue that have occurred during usage. The result of the investigation showed that there was no attributable cause noted related to our product or the manufacturing process. We have not confirmed the device failure since the actual sample was not available for evaluation. As the lot is unknown, no records have been confirmed. However, representative samples of the 22g and 24g were evaluated. All the tested samples passed the functional test, confirming that the tube may only break or detach when pulled with excessive force. This shows that the catheter tube has high tensile strength and does not break easily during normal usage. We perform routine inspections to confirm the performance of the device throughout its manufacturing process, this includes visual and functional checks. Based on the investigation, the cause of the problem cannot be identified. Limited information was provided related to the complaint. The actual sample is also not available for further investigation, and no retention samples or lot history files from the reported lot were checked since the complaint lot number was unknown. There is no evidence that there was a pre-existing defect with the device related to either the materials or the manufacturing process. We have routine inspections to check the condition of the products. We perform an outgoing inspection prior to shipment to ensure the overall condition of the catheters. Therefore, our process is assured. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Due to the inability to identify the specific device involved, both potential manufacturers submitted an MDR. This report captures one of the occurrences. Please refer to section h10 for the MDR number related to the second occurrence mentioned, including the importer report submitted for both occurrences.